Manufacturer narrative:
A visual inspection was performed on the returned device. The reported stretched coils and material separation was confirmed. The reported difficult to remove could not be tested as it was based on operational context. A review of the production records and the corrective and preventive actions (CAPA) was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. The investigation determined the reported difficulties, patient effect, and treatment appear to be related to the operational context of the procedure. It was reported that the guide wire encountered resistance during removal, likely due to interaction with a previously implanted stent. Manipulation of the guide wire, during its interaction with the stent, likely contributed to the reported material separation and stretched coils. Analysis of the returned device noted the separation to be flat with remnants of solder. This type of damage is consistent with manipulation against resistance at the shaping ribbon. An additional stent was used to embed the separated portion of the wire in the anatomy. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was to treat an 100% stenosed chronic total occlusion in the proximal left anterior descending (plad) with moderate calcification and mild tortuosity. The .014 turntrac 190hc ww guide wire was used in the procedure; however, resistance was noted during removal and the guide wire was thought to have been caught with a stent that had been implanted during the procedure. A microcatheter was advanced to assist in removing the guide wire. During removal, the tip of the guide wire was still stuck and the coils became stretched and the tip separated. An additional stent was deployed to embed the guide wire tip into the vessel wall. There was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.